Event description:
Device malfunction: stent migration. Time of malfunction: during procedure. Symptoms/ae: medical intervention. The following events were noted through a periodic article review. A retrospective study was performed in 22 pts in whom an intravascular/intracardiac foreign body retrieval procedure was attempted at a tertiary heart center. The purpose of the study was to establish the feasibility, technical success rate, and safety of the adopted retrieval technique. In one of the pts, a selfx self-expanding stent was deployed in the renal artery to treat a dissection and residual stenosis. After stent deployment, the stent slipped back lodging in the renal artery and the aorta. The stent was snared and placed in the external iliac artery but it could not be retrieved outside of the common femoral artery due to friction with the sheath. The stent was ultimately jailed with another non-abbott stent at the external iliac artery without flow impairment. A second unspecified self-expanding stent was successfully implanted in the renal artery without complication.

Manufacturer narrative:
(B) (4). (B) (4). This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was no provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Attachment: robert f. Bonvini, md, et al; "percutaneous retrieval of intravascular and intracardiac foreign bodies with a dedicated three-dimensional snare: a 3-year single center experience", published catheterization and cardiovascular interventions 2009; 74:939-945.